Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device and both the atrial lead and the right ventricular (rv) lead were twisted and rotated. The rv lead dislodged and was repositioned. The atrial lead and device were repositioned. Both leads and the device are still in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.